Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. Customer advises the device keeps cutting out during use. There was no report of patient harm or injury. The device was returned to the service center. During the evaluation the technician observed that cutting out fault not confirmed, unit does have a faulty blower which has caused multiple error code 24. When inspected unit's blower appears to have degraded internally spitting out black debris. The device was scrapped.